Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during preparation. Symptoms/ ae: na. It was reported that during preparation, it was noticed that the xpert stent was 2-3 mm partially deployed. This occurred outside of the body and there was no patient involvement. There was no additional information provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.